Event description:
Dissection has occurred in the patients vessel while the guidewire was in place. The physician inserted guidewire into the patient and advanced it forward into the patients right coronary artery. While the physician was advancing the guidewire the patients artery noarrowed 80% proximally to a previously placed stent. The physician attempted to advance the guidewire forward however he was not able to successfully place the wire where desired. The tip of the guidewire became located in a small branch of the patients artery. The physician decided to keep going with the case and advanced a stent and successfully placed the stent in the patients artery. The physician attemped to remove the guidewire and torqued the wire however the tip of the guidewire and torqued the wire however the tip of the guidewire did not move.the physician pulled on the wire and the tip section detached and remained in the patients vessel. The physician noticed at this time a dissection had occurred. The phyician mad e the decision to stent the detached segment into the patients vessel. The physician inserted a stent delivery catheter and successfully placed the stent to secure the detached segment. The physician removed the stent delivery catheter and the cause was completedc. The patient is reported to be fine.